Event description:
The patient was undergoing a coil embolization procedure to treat a type ii endoleak using ruby coils and a non-penumbra microcatheter. During the procedure, the physician placed a ruby coil in the target location using the microcatheter. The physician was advancing the next ruby coil through the microcatheter but experienced resistance and decided to retract the ruby coil. While retracting, the physician was still experiencing resistance, and the ruby coil unintentionally detached inside the proximal end of the microcatheter. It was reported the detached ruby coil was confirmed to be within the microcatheter under fluoroscopy. Therefore, the microcatheter containing the detached ruby coil was removed together. The procedure was completed using a new ruby coil and a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.